Event description:
Reporter noted post-operative breakage of sutures. No injury or intervention reported initially. Follow-up info indicated this pt's sutures had come out one day post-op. Resutured in office.